Event description:
Related manufacturer reference number: 2938836-2019-02613. It was reported that the pacemaker-dependent patient presented feeling fatigued and with inappropriate auto-mode switch and non-sustained rv oversensing episodes. Review of the episodes revealed ra and rv lead noise that was being oversensed. The ventricular noise often resulted in inhibition of pacing. The leads were successfully explanted and replaced without complications. The patient was stable both before and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion noted at 26.3-26.7 cm from the distal tip consistent with lead friction to another device or feature of the patient anatomy. Internal insulation abrasions were noted at 8.3-15.5 cm and 13.2-14.9 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 12.7-12.9 cm from the distal tip consistent with lead friction to another device or feature of the patient anatomy. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inhibition of pacing.